Event description:
It was reported that dissatisfaction with the product. No patient impact was reported. Additional information received as detached bearings made the event reportable.

Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing is detached. The likely cause of failure could not be determined. It was also noted that the tube does not extend and laser markings are partially illegible. B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further information is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.